Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. An event history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. As the reported problem was unknown it could not be confirmed. During the event history log review there were no keystrokes, programming, or use related events identified that would indicate and/or contribute to the problem. No abnormalities were identified during visual inspection of the device. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unspecified problem. The reporter stated that there was ¿no communication¿ from the device. Patient involvement is unknown. No additional information is available.